Event description:
It was impossible to interrogate the device with 2 different programmers running in release 2.14 whereas it worked with the release 2.08.

Manufacturer narrative:
(B) (4). Eval method: (other) - since the device remains implanted, the programmer files were reviewed. (B) (4)